Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered the leak coming from the wash probe following the startup cycle. The fse determined the cause of the leak was due to valve 10 (lv10) not opening before vacuum was applied to the tubing at lv10 to rinse the probe. Valve lv10 is used to deliver diluent to the probe wash from the diluent reservoir. The fse replaced valve lv10 to resolve the leak and the hemoglobin repeatability issue on startup. The fse also replaced valve lv8, 9, and 12 as preventative maintenance. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer during a startup cycle. The customer indicated that less than 1 ml of fluid leaked and was not contained within the instrument. The customer stated that the instrument also failed hemoglobin reproducibility on startup. The customer was wearing personal protective equipment consisting of gloves, gown, and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.